Manufacturer narrative:
A1: patient identifier: requested, no patient involvement a2: age & date of birth: requested, no patient involvement a3: patient sex: requested, no patient involvement a4: weight: requested, no patient involvement a5: ethnicity: requested, no patient involvement a6: race: requested, no patient involvement d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lead tech the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the hospital opened up a sterile package before placing on the patient. They placed it under water to see if they could see air bubbles releasing. Unfortunately, when under water before placing on patient, a massive amount of air was lost right at the tube to arteriotomy pillow connection. They did not place the tr band on the patient and threw it away.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).